Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the system's batteries were dead. This was a back-up unit and had not been used in a case for approximately two years. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.